Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the right transfemoral approach was performed. Upon advancing the delivery catheter system (dcs) from the descending aorta to the aortic arch, resistance was encountered. The hat marker on the greater curvature side was repositioned, and the dcs was able to advance through the aortic arch. Following the implant of the valve, an intravascular ultrasound (ivus) was observed that revealed a left subclavian artery dissection and flap. It was suspected that the dissection occurred during dcs advancement through the aortic arch. Subsequently, a stent was placed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of a transcatheter valve, the right transfemoral approach was performed. Upon advancing the delivery catheter system (dcs) from the descending aorta to the aortic arch, resistance was encountered. The hat marker on the greater curvature side was repositioned, and the dcs was able to advance through the aortic arch. Following the implant of the valve, an intravascular ultrasound (ivus) was observed that revealed a left subclavian artery dissection and flap. It was suspected that the dissection occurred during dcs advancement through the aortic arch. Subsequently, a stent was placed. Additional information was received that per the physician, the dcs caused the dissection due to the excessive pushing of the dcs while crossing the aortic arch; however, the guidewire did not contribute to the dissection. There was nothing in terms of patient anatomy that contributed to the dissection.